Event description:
Customer reported the system is displaying a saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator driver and snubber pcbs, and ps2 power supply. System operates as intended. This MDR is related to ge healthcare.